Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected unresponsive buttons, low battery alerts or alarms, or insulin flow blocked alarms noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their buttons were hard to press. The customer¿s blood glucose level was unknown. The insulin pump had unexplained no delivery alarm, buttons stick didn't deliver a bolus. The insulin pump will not be returned for analysis.